Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display (blank screen w/moisture) issue. The reporter alleged that there was visible moisture in the pump display and the display screen was blank. The patient denied any evidence of damage to the pump. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/14/2013 with the following findings: the display was found to contain visible moisture in the display lens. The pump would not power on; there were no audible or vibratory alarms. During evaluation, the audio bolus button was found to be torn. An leak test was performed and revealed an audio bolus button leak. The pump cover was removed and internal moisture was observed in the pump.